Event description:
It was reported that a patient had an allergic reaction to ah plus root canal filling material, which is presumed to be dermatological in nature, due to the fact the patient was tested by a dermatologist; test result indicate that the patient is allergic to paste b.

Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.